Manufacturer narrative:
The implant and explant dates were listed on the initial report by mistake. The device intended for use was never implanted.

Event description:
Upon further review it was determined that the lead replacement mentioned in the initial report is related to an event reported under MFR. Report#: 1627487-2017-06363.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead replacement procedure was abandoned on (B)(6) 2017, due to scar tissue in the epidural space.